Event description:
It is reported that the pt is experiencing pain and still has to use a cane to walk.

Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. This report will be amended when our investigation is complete.